Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the leads and lead extensions were explanted. The explanted devices were disposed of at the hospital and were not returned to bsc.

Manufacturer narrative:
Correction to field bsc aware date. The correct aware date is 13dec2021 not 17aug2021 as initially reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 7072901. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7073571. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7073485.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the leads and lead extensions were explanted. The explanted devices were disposed of at the hospital and were not returned to bsc.